Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital after receiving over 40 shocks due to supraventricular tachycardia (svt) in the ventricular tachycardia (vt) zone. The patient did not have a history of a lot of atrial fibrillation (af), and began abruptly with 1:1. It was suspected there was a slight change in morphology that met detection. Electrogram (egm) review revealed the patient received a burst of anti-tachycardia pacing (atp) and 8 shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) detected in the ventricular fibrillation (vf) zone of 220 beats per minute (bpm), and therapy was exhausted. Technical services (ts) discussed troubleshooting options and programming considerations, however programming options were limited. Other treatment options, such as medication or ablation, were recommended. This ICD remains in service. No additional adverse patient effects were reported.